Event description:
The customer reported via phone call that his insulin pump was alarming no delivery. The customer primed the infusion set and then alarm recurred as well as the motor error alarm. The customer's blood glucose was 490 mg/dl. The customer treated the blood glucose with a manual injection and insulin. The customer declined troubleshooting for the no delivery alarm. The customer was advised that his insulin pump would be replaced. The customer was advised to revert to a back-up plan per his healthcare provider's instructions. The customer agreed to return their product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.